Event description:
It was reported by the patient that starting about six months earlier, the device had moved farther to the left and the patient experienced dizziness and lightheadedness. Subsequently, a health care professional explanted and replaced the device due to routine end of life (eol). No information regarding device migration or patient symptoms were noted, nor could be obtained. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. (B)(4).